Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd needle contained foreign matter. The following information was provided by the initial reporter: "it was reported that a foreign object was found in the syringe after withdrawing insulin into it. They had not inserted the needle into the fill port yet so they believe the material would have come from either the needle or the insulin vial."

Manufacturer narrative:
Report source other occupation: sr. Global post market surveillance specialist. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd needle contained foreign matter. The following information was provided by the initial reporter: "it was reported that a foreign object was found in the syringe after withdrawing insulin into it. They had not inserted the needle into the fill port yet so they believe the material would have come from either the needle or the insulin vial."